Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not performed. Baxter has found that similar reports have been received for the reported problem and will continue to monitor product lines for trends and will take corrective/preventative action as appropriate. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine. This event occurred during patient use. The home patient (hp) was connected at the time of the alarm and did not disconnect anytime prior. The technical service representative (tsr) had the home patient (hp) cycle power on to clear the alarm and had the hp disconnect to remove cassette. The tsr explained the alarm and advised to contact nurse. The hp stated he will do a manual exchange in meantime. There was no patient involvement and there was no patient injury or medical intervention associated with this event.